Manufacturer narrative:
(B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient reported that the 1-infusion set cannula was bent. The site of insertion is butt. The blood glucose level is high but at the time of incident it is 337mg/dl. The length of time at the infusion set was 1 day. . Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.